Event description:
The olympus representative reported to olympus on behalf of the customer, the forceps wire on the evis lucera duodenovideoscope was broken and the emblem was removed. During inspection and testing of the returned device, the adhesive part on the lighting lens had peeled off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The dark blue wire was found to be completely cut and the surface of control body cover has come off. In addition to the findings reported in scratches were found throughout the device, the light guide bundle was broken, the insertion tube was wrinkled, the image was dark, the bending section rubber joint was cracked, the illumination lens was chipped and the air/water nozzle was deformed. The elongation of the angle wire caused both the bend angle to be insufficient and the play of the angle knob to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.